Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 34 mg/dl while wearing the pod longer than 48 hours. The patient stated that they had fainted and was unresponsive. The patient was treated with ivs (intravenous) treatment. The patient was released the following day. The pod was when seeking medical attention but was removed since pod was expired.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.